Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the instrument involved with this complaint and completed the device evaluation. Failure analysis confirmed and replicated the reported complaint. The instrument was found to have a frayed grip cable at the distal idler pulley. The frayed cable strands stuck out at the wrist. The pulleys exhibited no damage. Other cables were not damaged. The housing was removed from the back end, no damage was observed. The root cause of frayed - distal instrument grip cables is attributed to a component failure. Additional observation not reported by site: the instrument was found to have charring and localized melting at the grip base between the grips. The damage was found on the yaw pulley at the distal end. The instrument passed the electrical continuity test. The conductor wires and insulation did not exhibit any physical/thermal damage. This failure is typically associated with mishandling/misuse most commonly caused by insulation degradation and carbonized tissue creating a conductive path.

Event description:
It was reported that during central processing, the maryland bipolar forceps was observed to have an exposed wire. There was no report of patient involvement. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained additional information: the reported issue of exposed wire was noted prior to reprocessing. There was no arcing events noted during the last procedure. The instrument was inspected prior to use with no damages noted. There was no patient harm.